Event description:
It was reported that the lead could not be placed during implant. It was noted that the lead integrity was questioned. The lead was attempted, not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The analyst commented, there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Concomitant products: 407652 lead implanted: (B)(6) 2005; 694965, lead implanted: (B)(6) 2005. (B)(4).